Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire break occurred. The target lesion was located in the right tibial artery. A 182cm straight tip v-14¿ controlwire® was advanced to the lesion. During manipulation, it was noted that the guide wire broke outside the patient's body. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.